Event description:
A nurse reported a tear in the patient's posterior capsule not caused by the intraocular lens. The surgeon did not see the tear until after the lens was implanted. The incision was enlarged and an anterior chamber lens successfully implanted.

Manufacturer narrative:
(B)(4). The intraocular lens was received and inspected under 10x magnification. Inspection shows one broken haptic and an optic cut in 2 pieces. This condition is consistent with a lens that was explanted. The account reported this event was not related to the lens. All currently available information is included in this report.